Event description:
Consumer stated she used a tampon days ago and today a blood soaked piece of tampon came out of her. She indicated she has had an unusual pain for the last 2 days and thinks the pain may be a cyst. The consumer will not see a doctor at this time.

Manufacturer narrative:
Device history record in review. Samples were not returned for investigation.